Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced swelling and infection at ipg pocket site. Patient is being treated with antibiotics. Surgical intervention was undertaken wherein the entire system was explanted address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.